Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat severe uterine prolapse, severe cystorectocele, stress urinary incontinence, pelvic organ prolapse, sensation of pressure and heaviness, bulging in vaginal area, and a rectocele. The patient underwent the concurrent procedures of a vaginal hysterectomy, anterior/posterior colporrhaphy, colpopexy, pubovaginal sling using tension free vaginal tape, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, discomfort, irritation, dyspareunia, mesh exposure and vaginal spotting. It was reported that patient underwent mesh excision on (B)(6) 2013 due to mesh exposure, dyspareunia, vaginal irritation and bleeding. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-01143. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.